Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 14-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of an insert / right essure in the interstitial portion of the uterus and the rest of the insert in the left supra-uterine region in the pelvic cavity"), device breakage ("rupture of right essure") and angina pectoris ("cardiac pain after mountain-biking at mid-altitude") in a (B)(6) year-old female patient who had essure (batch no. 20120350 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced angina pectoris (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("heavy menstrual periods"), fatigue ("excessive chronic fatigue"), abdominal distension ("bloating"), flatulence ("flatulence"), back pain ("back pain / lower back pain"), neck pain ("neck pain"), musculoskeletal pain ("muscle and joint pain"), sciatica ("sciatica / cruralgia"), anxiety ("anxiety"), stress ("stress"), mood swings ("mood swings"), depression ("depression"), memory impairment ("memory loss"), disturbance in attention ("difficulty concentrating"), gastric ulcer ("stomach ulcers"), dry mouth ("dry mouth "), thirst ("always thirsty"), nasal dryness ("dry nose "), anosmia ("slight loss of smell"), hypertension ("hypertension") and allergy to metals ("allergy to nickel, titanium, chrome, and aluminium"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with analgesics, surgery (total hysterectomy - bilateral salpingectomy, removal of right intra-abdominal insert on (B)(6) 2017) and surgery (total hysterectomy - bilateral salpingectomy, removal of all metallic fragments on (B)(6) 2017). Essure was removed on 8-jun-2017. At the time of the report, the device dislocation, angina pectoris, pelvic pain, menorrhagia, fatigue, abdominal distension, flatulence, back pain, neck pain, musculoskeletal pain, sciatica, anxiety, stress, mood swings, depression, memory impairment, disturbance in attention, gastric ulcer, dry mouth, thirst, nasal dryness, anosmia, hypertension and allergy to metals outcome was unknown and the device breakage had resolved. The reporter provided no causality assessment for abdominal distension, allergy to metals, angina pectoris, anosmia, anxiety, back pain, depression, device breakage, device dislocation, disturbance in attention, dry mouth, fatigue, flatulence, gastric ulcer, hypertension, memory impairment, menorrhagia, mood swings, musculoskeletal pain, nasal dryness, neck pain, pelvic pain, sciatica, stress and thirst with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Endoscopy upper gastrointestinal tract - on an unknown date: ulcer. X-ray - on (B)(6) 2017: confirmed removal of all metallic fragments; in (B)(6) 2017: migration of an insert (B)(6) 2017 - CT scan: normal positioning of insert on left and rupture of insert on right with metallic marker present in the interstitial portion of the uterus and the rest of the insert located in the left supra-uterine region in the pelvic cavity. Lymphocyte activation test for allergies: delayed hypersensitivity to nickel, titanium, chrome, and aluminium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2017: quality-safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 5-oct-2017 for the following meddra pts: device dislocation: n° (B)(4) cases (excluding this case). Device breakage: n° (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 14-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of an insert / right essure in the interstitial portion of the uterus and the rest of the insert in the left supra-uterine region in the pelvic cavity"), device breakage ("rupture of right essure") and angina pectoris ("cardiac pain after mountain-biking at mid-altitude") in a (B)(6) female patient who had essure (batch no. 20120350) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced angina pectoris (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("heavy menstrual periods"), fatigue ("excessive chronic fatigue"), abdominal distension ("bloating"), flatulence ("flatulence"), back pain ("back pain / lower back pain"), neck pain ("neck pain"), musculoskeletal pain ("muscle and joint pain"), sciatica ("sciatica / cruralgia"), anxiety ("anxiety"), stress ("stress"), mood swings ("mood swings"), depression ("depression"), memory impairment ("memory loss"), disturbance in attention ("difficulty concentrating"), gastric ulcer ("stomach ulcers"), dry mouth ("dry mouth "), thirst ("always thirsty"), nasal dryness ("dry nose "), anosmia ("slight loss of smell"), hypertension ("hypertension") and allergy to metals ("allergy to nickel, titanium, chrome, and aluminium"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with analgesics, surgery (total hysterectomy - bilateral salpingectomy, removal of right intra-abdominal insert on (B)(6) 2017) and surgery (total hysterectomy - bilateral salpingectomy, removal of all metallic fragments on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, angina pectoris, pelvic pain, menorrhagia, fatigue, abdominal distension, flatulence, back pain, neck pain, musculoskeletal pain, sciatica, anxiety, stress, mood swings, depression, memory impairment, disturbance in attention, gastric ulcer, dry mouth, thirst, nasal dryness, anosmia, hypertension and allergy to metals outcome was unknown and the device breakage had resolved. The reporter provided no causality assessment for abdominal distension, allergy to metals, angina pectoris, anosmia, anxiety, back pain, depression, device breakage, device dislocation, disturbance in attention, dry mouth, fatigue, flatulence, gastric ulcer, hypertension, memory impairment, menorrhagia, mood swings, musculoskeletal pain, nasal dryness, neck pain, pelvic pain, sciatica, stress and thirst with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Endoscopy upper gastrointestinal tract - on an unknown date: ulcer x-ray - on (B)(6) 2017: confirmed removal of all metallic fragments; in (B)(6) 2017: migration of an insert. On (B)(6) 2017 - CT scan: normal positioning of insert on left and rupture of insert on right with metallic marker present in the interstitial portion of the uterus and the rest of the insert located in the left supra-uterine region in the pelvic cavity. Lymphocyte activation test for allergies: delayed hypersensitivity to nickel, titanium, chrome, and aluminium. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 15-aug-2017 for the following meddra pts: device dislocation: n° 1319 cases (excluding this case). Device breakage: n° 1677 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.